Event description:
While attempting to monitor a patient during in-hospital transport, the device powered up without display. Complainant indicated that the clinician was able to obtain another device to continue monitoring the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.